Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. The second proglide is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that both cuffs captured the needles and the rail suture end was cut. This is indicative of successful needle deployment and suture retrieval. However, because the suture was not returned with the device, it could not be determined if the suture knot was advanced to the puncture site or the suture might have been broken during the knot advancement. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the sutures broke while deploying the device. The same experience occurred with the second proglide device. Hemostasis was achieved using a third proglide device. There was no reported adverse patient sequela. Though requested, additional information was not provided.